Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative recommended the printed circuit board should be replaced. No further repair info is unavailable.

Event description:
The customer reported that the system displayed a precharge error message. No pt injury was reported.